Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is ordering a patient specific lcs knee inlay for a planned revision because of normal and expected pe-wear right side. In addition, the patella implant will be changed as it is suspected to be loose. Doi: about 2002. Dor: planned as soon as patient specific implant will be made available by depuy.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product description: lcs rot patella std+ product code: 117968000, lot number: wfl-23. 1) quantity manufactured: (B)(4), 2) date of manufacture: 04/21/1998, 3) any anomalies or deviations identified in DHR: n/a, 4) expiry date: 05/01/2003, 5) IFU reference: IFU-0902-00-682. Device history review: a manufacturing record evaluation was performed for the finished device [117968000/ wfl-23] number, and no non-conformances / manufacturing irregularities were identified. 1) quantity manufactured: (B)(4) , 2) date of manufacture: 04/21/1998, 3) any anomalies or deviations identified in DHR: n/a, 4) expiry date: 05/01/2003, 5) IFU reference: IFU-0902-00-682. H10 additional narrative: added: h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, the right knee was revised to address polyethylene insert wear and implant replacement of fractured metal-backed patella. The surgeon identified significant synovial metallosis. A partial synovectomy was performed with excision of metallosis. The polyethylene button of the metal-backed patella had fractured off into two parts from the well-fixed metal backing. The patient's femur and tibial tray components were also well-fixed and retained. The surgeon replaced the polyethylene patellar button of the metal-backed patella, retaining the original metal backing. The tibial insert was revised also. There were no reported complications.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the lot wfl-23 does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) was not performed as no valid finished goods lot number was provided for this device.